Event description:
In a complaint in litigation, it was reported that in may 2002, pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The complaint alleges that, shortly following the pt's surgery, "she developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt "has suffered an will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life... And an impaired ability to bear children." Additional information received in 03/2005 noted that in may 2002, pt underwent unspecified gynecolgical abdominal surgery and gynecare intergel was spread throughout her abdomen. Subsequently, it is reported that she developed pain, swelling and other unspecified injuries. Update: additional information provide 09/2005 noted that according.

Event description:
In a complaint in litigation, in 2002, patient underwent abdominal surgery and gynecare intergel was spread throughout patient's abdomen. The complaint alleges that, shortly following the patient's surgery, "patient developed extreme pain, swelling and other serious injuries." The complaint also alleges that the patient "has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life...and and impaired ability to bear children."